Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6). (B)(4). Pump analysis revealed no anomaly found. Catheter revealed miscealleous acceptable testing / catheter incomplete / returned in segments.

Event description:
It was reported that an infection occurred primarily at the device pocket and the pump and catheter were removed. Symptoms included fever, redness, and swelling. Cultures obtained from he device pocket, cerebral spinal fluid, and blood revealed that the patient had a (B)(6) infection. Perioperative antibiotics were administered. The infection had resolved post implant. The pump was infusing lioresal.